Event description:
The patient was revised because of poly wear of the liner. Osteolysis was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned liner finds a material fracture near the rim of the device. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. Cup positioning more vertical than recommended is suspected to have been a factor. The edge loading and material fracture contributed to a subsequent disassociation from the acetabular cup. Review of provided patient x-rays confirms the cup inclination angle was greater than recommended per the surgical technique. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A review of the device history record found no related deviations or anomalies. Product error in manufacturing or materials not suspected. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.